Event description:
Info received indicated the bed's ground impedance is out of specs.

Manufacturer narrative:
The hill-rom tech found a loose ground wire. He tightened the ground wire to resolve the issue.